Manufacturer narrative:
The lens was returned dry, in lens case/vial. Visual inspection found a piece of the lens optic and one haptic torn and broken. There was evidence of clear surgical residue on the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicm5_13.2 implantable collamer lens, -13.50 diopter, and the lens tore/broke during delivery into the eye. There was patient contact but no injury. Another same model lens was implanted during the same surgery and the problem was resolved. The reporter indicated the cause of the event was unknown.